Manufacturer narrative:
Device investigation narrative - one 4.5mm cannulated endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft and has split into three pieces. The break area is slightly splayed. Due to the condition of the returned device a dimensional evaluation was limited to the drills shaft and cannulation, which met print specifications. The break site is damaged in a manner consistent with engagement of the guide wire during the drilling process. The drill appears to have been subjected to excessive forces during the drilling process. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an acl repair procedure while drilling outside on the femoral side, the drill broke inside the bone. All pieces were confirmed retrieved from the patient with a c-arm x-ray. No patient injury or further complications were reported.